Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one of the pumps had displayed a red error message 46510 when turned on. It had resolved when they took the batteries out and replaced. The patient had a backup device they were able to switch to. The reported product fault had not occurred while it was in use with the patient. The patient had been able to successfully continue their infusion. The infusion had been life-sustaining. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review could not be completed as no serial number was provided.